Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation therefore the condition of the device could not be confirmed. The device was discarded by the customer. Since the device lot number was unknown, the device history record (DHR) for the one year prior to the notification date was inspected. Based on the results of the investigation, the likely cause of malfunction is determined to be the following: 1) the loop was surrounding the body tissue, and it was temporarily ligated by pulling the slider. 2) the tube sheath was pushed out, and the distal end of the coil sheath went into the tube sheath. 3) an attempt was made to detach the loop in state of above description 2). Therefore, the loop detached from the hook in the tube. 4) while the hook was extending from the coil sheath, the loop moved towards the proximal side and went into the coil sheath. 5) the hook was pulled. This caused the hook and the loop to retract into the coil sheath together. As a result, the loop and the hook got stuck inside the coil and could not move. 6) since the loop and the hook got stuck together inside the coil, the loop did not detach when the slider was pulled. A definitive root cause could not be identified. Olympus will continue to monitor the field performance of this device.

Event description:
The olympus employee reported on behalf of the customer that the during an unknown endotherapy procedure, after ligating the lesion, the loop could not come off the sheath with the single use ligating device. Additional intervention was undertaken and scope was removed and reinserted and then the loop cutter was used to cut the tail end of the sheath causing slight delay in the procedure. The procedure was completed with the same device. No patient harm was reported.